Manufacturer narrative:
Final analysis found a piece of foreign material had penetrated the battery boot which caused an electrical short between the battery and pacemaker capsule. This resulted in the reported premature elective replacement indicator.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. The device was reset which resolved the issue. The patient would continue to be monitored. On (B)(6) 2015 the device was explanted and replaced due to exhibiting premature elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.